Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Patient's mother reports that the patient's blood glucose (bg) was at 33 mg/dl at the time of the issue. The patient was sweaty, cold, clammy, confused, scared, crying, and could not physically get out of bed. The patient's mother reports that the patient's hands and lips were turning blue. Initially the patient could not recognize the patient's mother. The patient's mother called the patient's physician for help. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia resulting in sweating, confusion, weakness, clamminess, cyanosis and nervousness.